Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced post-op swelling, erythremia in skin overlying left groin, acute and chronic inflammation, infected mesh, severe pain and discomfort. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a bilateral inguinal hernia. It was reported that after implant, the patient experienced post-op swelling, erythremia in skin overlying left groin, acute and chronic inflammation, infected mesh, severe pain, recurrence, open wound, draining, abscess, staph infection, purulent fluid, and discomfort. Post-operative patient treatment included revision surgery, explantation of mesh, and repair of hernia.